Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed deformation on the device. ¿ observed air voids between the gel and shell.

Event description:
Healthcare professional reported left side "old recalled textured 410 implants". Healthcare professional later reported capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported left side "old recalled textured 410 implants". Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted and replaced.